Event description:
I had essure placed on (B)(6) 2014 and started shortly after with emergency room visits and dr visits for severe abdominal pain and random never before experienced illnesses and fatigue. In (B)(6) 2015, had a hysterectomy to remove uterus and tubes. My tubes had cysts in them which were not present before the essure placement and endometriosis was not seen during placement but was seen during hysterectomy. Now after placement have high blood pressure, diabetes, anxiety, depression, insomnia, and being tested for autoimmune diseases.